Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. In addition to evaluation in b5, due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. Plastic distal end cover had a scratch. Connecting tube had a scratch. The connecting tube had a dent. The scope connector cover unit had a scratch. The scope connector had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. Grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had discoloration. The control unit had a scratch. The adhesive on bending section cover had a chip. Lock engagement lever had a scratch. Reprocessing of subject device: it is unknown if the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in a detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite gastrointestinal videoscope forceps channel had a pinhole. There was no report of user or patient harm associated with this event. During incoming inspection, foreign matter was in the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.